Event description:
Info received on 5/12/97 indicates an aus device was implanted, date not indicated. The entire device was removed from the pt and replaced on 3/7/97 due to cuff erosion. Ams has requested add'l info.